Event description:
It was reported that insulin pump alarmed prime alarm. Customer's blood glucose reading is 200 mg/dl. Customer states that drive support disk is protruded. Advised customer to discontinue the use of the insulin pump. The insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a scratched display window, cracked case at display window corner and a missing end cap sticker.